Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they experienced high blood glucose and they did allege insulin pump was under delivering. The customer¿s blood glucose level was 262 mg/dl which was treated with manual injection. Customer stated that insulin pump was not working. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was declined high blood glucose troubleshoot. The insulin pump and reservoir will not be returned for analysis.